Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead, product ID 97715 lot# serial# (B)(6), implanted: (B)(6) 2025, product type: implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 01-may-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that within the last 2 years the pt had experienced a decrease in stimulation and return of pain to their right back and right leg. It was noted that the pt had not met with a manufacturer representative (rep) during those two years.  The patient denied having any falls, so the cause of the stimulation issue was not determined.  The rep noted the implanted neurostimulator (ins) had reached the end replacement indicator (eri), so the ins was replaced on (B)(6) 2025.  On the date of the ins replacement, impedances were determined to be high (a red x was observed) on contacts 0-7 with all values >10,000 ohms.  During the surgery the physician cleaned the lead.  The physician declined to revise the leads during this surgery.  After the surgery, impedances were checked again and all contacts on the 0-7 lead remained high (>36 ,000 ohms), but contact 5 was the only contact showing a red x.  As of (B)(6) 2025, there were no plans to revise the lead. Reprogramming using the 8-15 lead resolved the stimulation issue.  The hospital had possession of the ins and the rep noted the ins would be returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 97715 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-22 additional information was received from the rep. The rep reported the physician's office notified them on (B)(6) 2025 that the device was being replaced for eri. The rep stated the patient reported they started noticing the loss of stimulation and return of pain slowly over the last few months (end of 2024 and beginning of 2025, specific date was asked but unknown). The rep was provided this information by the pt on (B)(6) 2025. The rep provided the tracking number for the return shipment of the ins for analysis, which indicates the ins will arrive in (B)(6) on (B)(6) 2025.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 05.05.2025 08:29:57 cst pli# 30 product ID# 97714 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2018 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis identified that there was a break in the insulation under the connector at the proximal end of the lead; consistent with explant damage. Analysis identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. Product type lead product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2018, product type: lead. H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 0-7 conductor(s) was/were broken near the injex bumpy anchor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 97714, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported the patient had a successful revision surgery. The doctor was able to retrieve fractured lead remnant without laminectomy. The doctor then replaced battery and two new thoracic percutaneous leads without complication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they had their (restore) implant battery replaced in (B)(6), they think, because it wasn't holding a charge. Patient also reported that the leads were frayed and twisted really bad in their spine, so hcp referred them to a neurosurgeon. Patient had procedure with neurosurgeon on (B)(6) 2025 for a whole new system replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.